Event description:
It was reported that the customer was hospitalized twice due to reasons unrelated to the insulin pump. The customer stated that she was first hospitalized for her back going out, then she was hospitalized due to a broken hip. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.